Event description:
International affiliate reports the patient arrived at the hospital with a headache. The surgeon suspected a blocked catheter but x-rays found no blockage the surgeon was unable to change the valve's pressure and the device was explanted.